Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The divergent pin hole of the device broke when the surgeon inserted a pin. The pin was hammered in, and removed with a power drill. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
The investigation confirmed that the black plastic had fractured as reported. Upon inspection it was noted that the bushings were assembled to the device in the correct orientation. CAPA-(B)(4) is currently underway to investigate this issue. The complaint shall be closed to CAPA and product design; and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.